Event description:
Mr (B)(6) was scheduled for a laparoscopic left inguinal hernia therapy with mesh and placement of on q pump. He was taken to surgery and anesthesia proceeded with induction. After intubation it was noted that the 8.0 ett malfunctioned with proximal cuff leak. The ett was a covidien shiley hi/lo/oral/nasal tracheal tube cuffed 8.0, ref# 86113, lot # 22d0467jzx. Surgeon and anesthesia determined no need to reintubate pt as procedure was nearing completion. No injury to pt.